Event description:
A caller reported encountering a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. The issue was resolved by providing the caller with complete pump reset information, and after following those instructions, the error did not reoccur. The caller successfully started their sensor session.